Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (irs) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure a 2.75 x 15 mm xience v stent and a 2.75 x 12 mm xience v stent were both deployed in the mid right coronary artery (rca) lesion to treat restenosis of a previously implanted stent. This is considered to be off label use. There was no device issue or patient effects observed at the time of the index procedure. However, in 2009, the pt returned to the hospital with angina-equivalent and shortness of breath. An electrocardiogram (ECG) finding determined the pt experienced a non st elevation myocardial infarction (mi) (non q-wave). The patient was treated with percutaneous transluminal coronary angioplasty (ptca) for in-stent restenosis of the stents. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - restenosis, angina and mi are in the IFU as known adverse events associated with coronary stenting. Additionally, restenosis, angina, mi, dyspnea, and hospitalization are no-fault post-procedure complications, and not necessarily an indication of a product quality deficiency. The stents were used to treat restenosis of a previously implanted stent. The IFU states: safety and effectiveness of the xience v stent have not been established for subject populations with isr. In this case, a conclusive cause cannot be determined for the pt effects. The other xience v stent is being reported under the same MFR#.